Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with plasmacup. According to the complaint description, the patient had a post operative fracture of the ceramic insert. The initial surgery was on (B)(6) 2009. On (B)(6) 2020 the patient consulted the surgeon, because she heard a noise which was audible from the prosthesis; she also had complaints of discomfort. An x-ray examination revealed fragments of ceramic insert in the trochanter. The surgeon stated that anteversion of the acetabular is a bit increased, but it was not a problem. A revision surgery was necessary, but not yet scheduled. Additional information was not provided nor available / was not available. The adverse event/malfunction is filed under (B)(4). ( involved component). Associated medwatch-reports: (B)(4) nh103 is not reportable, because it is not approved in the us. Associated medwatch-reports with involved components: this reporting is only with involved components. We have no leading material. (B)(4)- biolox prosthesis head 12/14 32mm m - 51481241 (9610612-2020-00052).